Event description:
The product was returned as an implant failure because of pain and bone loss after 1565 days of implantation. Based on the report, the pt had good oral hygiene and good bone condition. One stage surgery was done. Fixture was placed in tooth location #10. The pt has no record of any medical history. Dentis was used as a bone graft material. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within spec. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.